Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted: (B)(6) 2007; dtbb1d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead possibly exhibited intermittent non-capture. The rv lead remains in use. No patient complications have been reported as a result of this event.